Event description:
In 2008, this patient was implanted with a gore excluder aaa endoprosthesis trunk-ipsilateral leg component. This case was a planned aortouniiliac procedure. At first, the device was positioned above the renal arteries and was to be adjusted below the renal arteries after the first few millimeters of proximal graft deployment. The device continued to deploy and covered the renal arteries. A coda balloon was advanced at the flow divider of the graft and the physician was able to pull the device below the renal arteries to the initially planned proximal landing zone. A second trunk-ipsilateral leg component and contralateral leg component were used to complete the planned aortouniiliac procedure. No further information was received.

Manufacturer narrative:
A review of the manufacturing paperwork is being conducted. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. According to the gore excluder aaa endoprosthesis IFU - do not attempt to reposition the endoprosthesis after deployment has been initiated. Vessel damage or device misplacement may result.